Event description:
(B)(4). I had the procedure to implant the essure devices on (B)(6) 2011. I gained 70lbs within the first 6 months after the devices were implanted. Saw pcp concerning my sudden excessive weight gain. Blood labs were ran to test thyroid, diabetes, and other possible causes that might explain. Results were normal. Changed diet and exercise, the weight gain slowed but did not stop. Over the next 3 yrs I had been seen by 3 different doctors had multiple blood labs drawn with normal results. Was prescribed the medication phentermine to assist me with losing weight, which was unsuccessful. I gained a total of 90lbs. Weighed (B)(6) the morning of the procedure, weighed (B)(6)morning devices were removed. During this time I also sought professional behavioural health care for extreme mood swings, depression, irritability, and difficulty processing thoughts. Misdiagnosed as being bipolar and prescribed medication for mood stabilizers which I have been off now for 4 years with no incidents. Three yrs after implants were placed my ankles began to swell at night. Saw pcp who diagnosed me with high blood pressure due to obesity. Was refered to a cardiologist for my swelling ankles, and have now been diagnosed with tachycardia. At that time I heard the FDA was conducting an investigational study of the essure device via radio station. I did some research and scheduled appointment with obgyn that did the procedure. Was determined devices were causing an allergic reaction to the nickel in the device. I underwent a full hysterectomy to remove the devices on (B)(6) 2015.